Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred. Customer continued to charge the pump battery in order to clear the alert. Customer's blood glucose was 100 mg/dl. Although multiple attempts were made by tandem technical support, customer did not reply to confirm battery charge was successful.